Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths identified, as well as possible device arrhythmia detection allegations. The status of the devices is unknown. Further follow up did not yet yield any additional information. The cause of death and device/relatedness has been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 61 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: atrial fibrillation in cardiac resynchronization recipients with and without prior arrhythmic history. How much of arrhythmia is too much? Cardiology journal. 2015;22(3):267-275. (B)(4).